Manufacturer narrative:
Additional information:e1(event site state- (B)(6), event site postal code - (B)(6)). A getinge field service engineer (fse) troubleshoot the unit. Fse did general set up and miscellaneous regular operation tests. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cs300 intraaortic balloon pump (iabp) had a broken membrane. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.